Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Patient stated, "we just put a paddle in here a couple months ago" and he can't get it in a position he needs it in. Patient stated, he would like to have it where his pain was in. Patient services (pss) asked if he meant he was not getting coverage for where his pain was located and the patient stated, "kind of". Patient stated that now it might be tweaked a little bit because he gets more coverage on his left side and not a lot on his right. He can't seem to get it above his lower back and down his legs where it needs to be. Patient stated with the other ones if it got too high he felt it up in his ribs. Patient stated he was starting to go through some other issues. It was not clarified if these issues were related to therapy/device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Patient stated the stimulator was redone (B)(6). Pss asked if he meant they removed the implant battery as well and the patient stated "yes, every time". Patient stated they used the percutaneous ones and they just migrated on him so they put in the paddle lead on (B)(6). Patient stated the stimulator was redone (B)(6). Pss asked if he meant they removed the implant battery as well and the patient stated "yes, every time". Patient stated they used the percutaneous ones and they just migrated on him so they put in the paddle lead on(B)(6). Patient stated, "we just put a paddle in here a couple months ago" and he can't get it in a position he needs it in. Patient stated, he would like to have it where his pain was in. Patient services (pss) asked if he meant he was not getting coverage for where his pain was located and the patient stated, "kind of". Patient stated that now it might be tweaked a little bit because he gets more coverage on his left side and not a lot on his right. He can't seem to get it above his lower back and down his legs where it needs to be. Patient stated with the other ones if it got too high he felt it up in his ribs. Patient stated he was starting to go through some other issues. It was not clarified if these issues were related to therapy/device. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that starting on (b)6) 2017 the patient was not getting as good of pain relief as before. The patient had not been following restrictions and was doing excessive bending, reaching, pushing, and pulling on the patient¿s farm. An x-ray was taken of the leads on (B)(6) 2017. The health care professional (hcp) viewed the x-rays on the day of the report (B)(6) 2017. Lead migration was reported. Reprogramming attempts were made on (B)(6) 2017. The plan was to give the patient time to device if they wanted to proceed with a surgical paddle placement. The issue was not yet resolved. Patient weight and medical history were asked but would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient decided to proceed with replacing the percutaneous leads with a surgical paddle. A referral was made, and the replacement was done. No further complications were reported or anticipated at this time.